Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting noise, and oversensing with pacing inhibition, but no asystole. Subsequently, additional intervention was taken to surgically abandon, and replace the ra lead. No additional adverse patient effects were reported.